Event description:
The user facility reported that a cooling system leak occurred in a lumenis one laser. No report of related injury was received.

Manufacturer narrative:
The user facility declined service of the subject device by lumenis technical representative. A review of the service records for the subject device concluded that no service had been performed by lumenis on the subject device since january 2011. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Absent subject device examination, lumenis cannot determine a root cause for the events reported. Lumenis is reporting this complaint since it is similar to an event in which the cooling system leak resulted in combustion of the high voltage power supply.